Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user performed endoscopic retrograde cholangiopancreatography (ercp) using the duodenal endoscope (tjf-q290v). At the beginning of insertion the tjf-q290v into the patient, the subject device which had attached to the distal end of the tjf-q290v came off and fell off into the patient's oral cavity. The user retrieved the subject device from the patient's oral cavity by the hand and replaced the subject device to another one to complete the procedure. There was no report of the patient injury.